Manufacturer narrative:
Failure analysis was performed on the returned device and the probe was found to be intact, with no physical evidence of being "faulty" in any manner of construction or performance. Dried residue (most likely blood and tissue) was on the fiber tip. The fiber tip was burnt. The functional analysis showed that the output power was lower than expected most likely due to the contamination on the fiber. The g-probe operator manual (pn 13105, rev b) indicates "always keep the fiber-optic tip/eye interface well irrigated to minimize risk of overheating and burning tissue onto fiber face. Significant scleral burns are not typical and may indicate contamination at the g-probe tip. Replace immediately. Do not continue to use; a full thickness or near full thickness sclerostomy may result." If the pt eye had blood or other pigmented tissue at the g-probe placement site, this organic material could have been burned onto the fiber face causing the tip to be highly absorbing for subsequent laser applications until this debris is removed. The instructions for use and user manuals instruct the user to keep the fiber clean during surgery. Once contamination occurs, use of the contaminated device should be discontinued as recommended.

Event description:
User facility reports that g-probe burned pt conjunctiva by "sticking to it" during treatment.